Manufacturer narrative:
Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reported via phone call that, the customer had high blood glucose of 527 mg/dl. Customer also reported that, the top of the battery was damaged. Customer declined troubleshooting for the high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.